Manufacturer narrative:
The device has been received and a follow-up report will be submitted when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that subsequent testing did not duplicate the reported malfunction.